Manufacturer narrative:
Additional information was added to h4, h6 (update codes), h11. H4: the lot was manufactured between september 21-22, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused; the infusion finished 7 hours ahead of the original plan. This was observed during patient infusion. The device contained 200ml normal saline and fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.